Event description:
Increasing discomfort [musculoskeletal discomfort]. Feeling somewhat stiff [joint stiffness]. Marked synovitis [synovitis]. Acute inflammatory reaction [inflammation]. Could not fully extend his knee [joint range of motion decreased]. Swelling worsened [joint swelling]. Knee effusion [joint effusion]. Knee pain worsened [arthralgia]. Trouble sleeping [insomnia]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a male patient, age and initials unknown, with a medical history of osteoarthritis of the knee and previous treatment with synvisc six years ago. The patient was administered synvisc-one on an unknown date. The physician stated that since the patient received the synvisc-one injection, the patient had returned to the clinic daily for drainage of his painless knee effusion. The fluid was evaluated for infection and none was found. At the time of this report, the outcome of the reported event and treatment were unknown. The synvisc-one lot number was unknown. No further information was provided. Additional information was received on (B)(6) 2010 from the physician. The (B)(6) patient, initials (B)(6) had a history of mild osteoarthritis in his right knee for a duration of three years, previous use of non-steroidal anti-inflammatory drugs (nsaids) which gave him long-lasting symptom relief, steroid injection in the right knee one year-ago, "locked" knee at the age (B)(6), medial arthrotomy, complete medial meniscectomy, arthroscopy debridement in the right knee four to five years ago, fractured ankle, smokes one pack per day, and consumed alcohol on a social basis. The physician stated that the patient did not have prior effusion, joint narrowing, or osteophytes. The patient denied any known history of inflammatory arthritis, gout, any reaction in the past to synvisc, and has no known food allergies to chicken or eggs. The patient had the first synvisc injection on (B)(6) 2010. The right knee was prepped and draped in a sterile fashion and one syringe of synvisc was injected in a sterile fashion into the suprapatellar pouch of his right knee. There were no immediate complications and he instructed the patient to continue with his normal activities. The patient presented on (B)(6) 2010 with knee pain and swelling which had worsened overnight to the point that he had trouble sleeping. He had no fever or chills. The right knee was markedly swollen and tense, but not warm or reddened. The right knee was prepped and draped in a sterile fashion, and a needle was inserted into the suprapatellar pouch. Almost 50 cc of watery, yellow fluid was aspirated. There was no discernable effusion, and the symptoms resolved. The physician sent the fluid for analysis, cell count, crystals, culture, and gram stain. Treatment was ice as necessary and antiinflammatories. The physician suspected he had a marked synovitis reaction to the chicken protein in the synvisc injection. The patient was seen by the physician again on (B)(6) 2010. The right knee was markedly effused and there was tense effusion of the right knee, further swelling, increasing discomfort, and pain. There was no erythema or fever, and the patient could bear weight. The right knee was prepped and draped in a sterile fashion and the needle was inserted into the suprapatellar pouch. Almost 50 cc of slightly cloudy, yellow, watery fluid was aspirated. The patient had full relief of his symptoms following the arthrocentesis. The aspirate was sent to the laboratory for culture, crystal count, gram stain, and cell count. The physician did not believe the patient had a septic joint, but that he had a marked inflammatory reaction to the amount of fluid injection with the synvisc injection. The crystals was negative and the first cell count was returned as showing a lot of white blood cells. The patient presented to the emergency room on (B)(6) 2010. He had woken up with the knee even more swollen and somewhat stiff. On examination in the emergency room he was afebrile, walking, but had a rather tense effusion of his right knee. Since he was having a tense symptomatic effusion, he could not fully extend his knee and based on this, it was felt that he once again needed a diagnostic/therapeutic aspiration. His knee was prepped and draped in a sterile fashion and an 18-gauge needle was inserted into the suprapatellar pouch and almost 80 ml of watery yellow cloudy fluid was regulatory aspirated. This was inoculated into a cube and sent off for cell count, crystals, and a gram stain, and sent off for cultures. After each aspiration, the patient was injected with depo-medrol. The physician instructed that patient to continue taking antiinflammatories and asked him to apply an ace wrap to apply some compression. White count, sedimentation rate, and markers of rheumatism were normal. The patient presented for follow-up on (B)(6) 2010. The right knee was markedly swollen with effusion, but it was as tense as yesterday. The right knee was prepped and draped in a sterile fashion and approximately 55 cc of yellowy fluid was aspirated. A portion of the aspirate was sent for cell count, crystals and differential (lab results from this date were not made available). The physician did not believe the patient had an infection, and the serology was negative without sign of gout. The physician was awaiting the ana and rheumatoid factor. The patient presented on (B)(6) 2010 because the fluid in the right knee recurred. Blood work was normal with the exception of the c-reactive protein elevated at 44 mg/l, in keeping with an acute inflammatory reaction. White count, sedimentation rate, and markers of rheumatism were normal. The right knee was prepped and draped in a sterile fashion. A needle was inserted into the suprapatellar pouch and 60 cc of watery, yellow fluid was aspirated. Depo-medrol 40 mg mixed with marcaine was injected into the suprapatellar pouch. The patient tolerated the procedure without complication. The physician believed that the patient had a marked reaction to the proteins in the synvisc injection without sign of infection. Synvisc-one lot number was p1011, expiration date feb-2013. No further information was provided. The qa (quality assurance) investigation results were received on (B)(6) 2010. The production and quality control documentation for lot number p1011, expiry date 02/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the production and quality control documentation for lot number p1011, expiry date 02/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.